Manufacturer narrative:
The device was initially believed to have been retained by the hospital for evaluation. It was later noted the device was discarded in error. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
As reported, during a minimal incision mitral repair procedure on a male patient. The intraclude aortic device was used. The surgical repair of the valve had not started. The surgeon had difficult in stabilizing it in the ascending aorta as it kept slipping proximally towards the aortic valve. On several occasions he pulled back the device but it would not lock in position. He mentioned the blue clamp lock did not seem to hold the catheter shaft in place. The decision was made to remove the second intraclude device and convert the patient to open sternotomy and the procedure was completed without further incident. On examination of the device he mentioned that the device shaft was marked and scratched where he believes it came into contact with the arterial cannula. Two 2 days post procedure the patient is recovering well. According to the deputy perfusion manager, "these cannula do not seem to be fit for purpose as the catheter wall is very soft and easily kinked/damaged."it migrated through the blue locking clamp. The catheter wall seems to be very slippery and the lock does not seem to get a good grip on the catheter. Finally gave up and converted to sternotomy. They never had any problems of this type".

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.